Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection during analysis. The customer reported complaint was confirmed but the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that when attaching the cassette, it was stating that it was not attached properly, re-attach cassette. The device was not dropped and no physical damage. The was no patient involvement.